Event description:
It was reported the patient had a power on reset (por) message. The reporter stated the patient had a por and "other settings happen." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).